Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that eye tracker displayed the message "calculation overrun" during laser ablation in the left eye of a patient, during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the products¿ acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the surgery date. During on site visit, field service engineer replaced eye pci card (as a preventive action) and personal computer battery (also not related to reported issue). Field service engineer could not replicate reported event, and performed system verification as per service installation record, confirming system meets specifications. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The user performed the gas change, the scanner test, the energy check, the eye tracker test and the fluence test without any issue. The logfile shows fourteen successfully performed treatments. The reported treatment could be identified in the logfile. The user performed an energy check before the reported treatment. The energy was stable during the whole day. The logfile shows that the reported treatment was performed successfully with three interruptions. Review of the logfile for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The review of the entire day shows an inconsistent use of the eye tracker of the laser system. The root cause could not be determined conclusively, as it could depend on multiple factors. It cannot be determined whether the room conditions, patients anatomy (pupil size etc) were in range. The manufacturer internal reference number is: (B)(4).